Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reports it was going off from the inside and something didn't feel right. It will take her foot and drop it to the floor. It seemed like it was turning off on its own and then it seemed like it re-started. Patient tried to get it turn it back on today and its showing the poor communication screen. Patient states she is getting really sick like before she had the implant.